Event description:
During patient treatment, a loud hissing noise was observed from the 3100a by operators. Although the 3100a appeared to be otherwise functioning properly, the patient was switched to another ventilator for treatment. There was no patient compromise.